Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure in the right internal jugular vein, the middle of the catheter was allegedly found to be leaked. It was further reported that catheter found to be broke. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port attached to a catheter was received for evaluation and one video was provided for review. The video shows partial view of a clinician holding the catheter with attached port and fluid was being administered through the septum using a syringe needle, a leak can be noted on the catheter tube between depth marks. Gross visual, microscopic, tactile and functional evaluations were performed on the returned device. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. A leak was observed exiting from and appeared to be a small split, between the thirty six cm and thirty seven cm depth marks. The edges looked uneven; split surface cannot be determined due to small length. The manufacturing evaluation site states, in the video, the catheter was observed connected to a port while fluid was being administered through the septum using a needle; during this process, a leak was identified at the thirty six to thirty seven marking on the catheter and the images showed the device septum, which appeared to have slight indications of puncture. The catheter is shown connected to the cath lock. In a closer image of the catheter body, the presence of fluid existing the catheter was observed, as well as a slight crack in the material. Therefore, the investigation is confirmed for the reported catheter fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (component, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using MRI powerport isp. It was reported that during preparation of a port placement procedure in the right chest via internal jugular vein, the middle of the catheter was allegedly found to be leaked. It was further reported that catheter found to be broke. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port attached to a catheter was received for evaluation and one video was provided for review. Visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. A leak was observed exiting from what appeared to be a small split. The video shows power port isp MRI implantable port attached to catheter being infused, a leak can be noted on the catheter. The manufacturing site evaluation states, in the first image a small split was observed in a section of the catheter, in the second image it was observed that a blue liquid was infused through the visible catheter segment which revealed a fluid leak. Visual inspection of the video showed the catheter connected to the port, medical personnel were observed infusing a colorless solution through the catheter, fluid leakage was observed. Therefore, the investigation is confirmed for the reported fracture and the fluid leak. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure in the right internal jugular vein, the middle of the catheter was allegedly found to be leaked. It was further reported that catheter found to be broke. The procedure was completed by using another device. There was no patient contact.